Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that it completed first and second priming. Timeouts and drive stall were observed at the beginning of pod operation data, that caused failure in deploying needle, even after completing the priming sequence. During pod rerun, timeouts and drive stall got replicated. The actual cause of the timeouts and drive stall could not be determined. Shelf mode current was found to be higher than the specification limit. It could not be conclusively determined if it linked to the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation.